Event description:
It was reported that the basal iq software did not suspend insulin delivery as intended. As the event had occurred in the past, a system check was unable to be performed with tandem technical support. There was no reported adverse impact to customer¿s blood glucose level due to the reported issue.

Manufacturer narrative:
Device not returned